Event description:
The rn attempted to remove a femostop device from the patient's thigh. The gauge reflected "0" pressure, however the dome was still inflated. The rn manually pressed on dome to deflate.====================== health professional's impression======================the device would not register inflation or deflate====================== manufacturer response for femostop, femostop gold======================manufacturer had contacted parent company in sweden and are coming to our facility to inspect.